Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a trochanteric femoral fracture on (B)(6) 2012. After inserting of the blade, it was locked. However, the doctor felt it wasn't right, so the image was checked and it was found to not be locked. Therefore the blade was removed and replaced with a 95 mm, which is one size shorter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The carried out functional test could not identify any deviation to the specifications. After disassembling, all parts were found in faultless condition. The cause is unknown. Reviewing the manufacturing and material document shows no deviation to the specification.